Event description:
As reported: "a part of u-blade inserter was broken off."

Manufacturer narrative:
Please note correction to d3 (manufacturer entity). The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received u-blade inserter shows signs of usage evident by the appearance of the surfaces and other marks. One of the two pins which exert pressure during insertion was found to be broken off completely. The fracture pattern shows signs of a forced brittle fracture evident by a relatively uniform & smooth surface. No signs of plastic deformation were observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the appearance of the breakage surface of the pin shows features of a forced brittle fracture hence the issue is deemed to be user related. However, the real root cause of the breakage as to how it happened could not be determined. Nevertheless, it can be ascertained that the root cause is not related to a deficiency of the device but is most likely related to mishandling of the device intra-operative procedure. Also as the device had been in use for a long time (manufactured in 2012) we can safely say that the device had fulfilled its tasks in former surgeries as intended without reporting any issues. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "a part of u-blade inserter was broken off."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.